Event description:
The customer contact reported device breakage. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, a break at an unspecified end of the tubing set was noted. No specific details were provided. Although there was potential for a leak, no leakage was reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k101677. This report represents all the info known by the reporter upon query by hospira personnel.